Manufacturer narrative:
E1: phone extension (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cassette was found leaking after compounding - by the compounder immediately after compounding, during final airing out of the cassette. As per compounder reporting, air was removed from cassette as per procedure prior to filling. Contained hydromorphone. There was no patient involvement.

Manufacturer narrative:
H3: the sample was received for evaluation. Visual and functional tests were performed. Leaking was detected during the functional testing, due to pin hole in the medication bag. The customer's issue was confirmed. The cause of the hole was not established.